Event description:
Fursarium keratitis in left cornea. Second event. Use renu with moisture lock contact cleaner. Onset within 24hrs. With excruciating pain described as stabbing sensation. Excessive watering and pain when exposed to light. Red swollen lid. Loss of most sight, fuzzy and white. White cloud-like mass over cornea.